Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger will not charge a battery pack) was confirmed. As received, the charger would not charge a battery pack. Upon investigation, the q1 transistor was internally shorted. The cause of the inability to charge is the shorted transistor. The root cause of the shorted component could not be positively identified. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll to report that charger/modem sn (B)(4) will not charge a battery pack.